Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's mouth. It was then retrieved using forceps. They placed another capsule on the same procedure and attached successfully. There was no patient and user harm.

Manufacturer narrative:
Additional information: b1, b2, b5, g3, h1, h6 new information has been received pertaining to the event. This event has been reassessed and the reportability has been determined to be a serious injury. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: a4, g3. Correction: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was found in the patient's mouth. It was then retrieved using forceps. Another capsule was placed on the same procedure and attached successfully.

Manufacturer narrative:
Additional information: g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule was not returned, but the delivery system was available for evaluation. Visual inspection noted that the plunger of the delivery device was broken off. No other damage was noted. A comprehensive examination could not be performed, because the returned sample was not received in a state that allowed full functional or visual assessment. It was reported that the capsule failed to attach to patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition of broken handle. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: do not rotate or otherwise force the plunger beyond the white line on the barrel. Rotating or forcing the plunger beyond this may result in possible damage to the delivery device. This may also interfere with the detachment of the capsule from the delivery device, and cause possible injury to the patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus. There was no reported patient outcome.